Manufacturer narrative:
Reported event of system fault error. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator refurbished was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the device had a system fault error. The error appeared at least three times, but the device worked intermittently between power cycles. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.